Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twenty days post implant that the right ventricular (rv) lead had dislodged and the patient received inappropriate defibrillation therapy. The patient was taken in for a lead revision procedure. During the rv lead revision the helix was retracted but was then unable to be extended after repositioning. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.